Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken at the suture eyelet. The anchor body is not seated properly against the inserter. The anchor plug remains within the portion of the returned anchor body. Dimensional assessment at the break area confirmed the anchor met print specification. Functional assessment confirmed the torque limiter functioned as intended. It appears that the torque limiter knob was rotated counter-clockwise withdrawing the anchor plug from its customary position within the anchor body. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an open rotator cuff repair, during the insertion of the anchor, the tip of the anchor broke at the eyelet. The broken tip was removed with graspers. A backup device was available to complete the procedure. There were no reported patient injuries. No other complications were noted.